Event description:
Reporter indicated that high lead impedance was obtained for a vns patient during an office visit. No trauma or device manipulation has occurred. Diagnostics had been performed on (B)(6)2010 that suggested that device was functioning normally, however, these were not provided. An adverse event of depression was reported as a result of the high impedance. It is unknown whether the depression is a pre-existing condition. Vns revision surgery appears likely. Attempts for additional information are in progress.

Manufacturer narrative:
Conclusions: device failure is suspected.